Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of hypersensitivity and edema are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional xience skypoint stent referenced is filed under a separate medwatch report number.

Event description:
It was reported that a 2.75x23 mm xience skypoint stent and a 2.25x12 mm xience skypoint stent were implanted in the distal left anterior descending (lad) coronary artery with mild tortuosity and 75% stenosis on (B)(6) 2023 and then the following symptoms began 2 weeks later: persistent urticaria and angioedema effecting face, neck, back, chest, arms. Antihistamines were provided; however, the reaction is still present. No additional information was provided.